Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain'), uterine prolapse repair ('surgery (other) ¿ uterine prolapse') and pelvic prolapse ('surgery (other) - pop (pelvic organ prolapse)') in an adult female patient who had essure (batch no. 626207) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tonsillectomy in 1985. Concurrent conditions included depression, urethral hypermobility, vulvovaginal atrophy, genital herpes, cystocele, rectocele and fibroid uterine enlarged. Concomitant products included intrauterine contraceptive device (iud nos) from (B)(6) 2015 for genital bleeding as well as bupropion hydrochloride (wellbutrin) from 14-oct-2009 to 17-may-2018, sertraline hydrochloride (zoloft), venlafaxine hydrochloride (effexor) since 2017 and verapamil since (B)(6) 2017 to 2018. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), pelvic prolapse (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), migraine ("migraines / headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"), underwent uterine prolapse repair (seriousness criterion medically significant) and was found to have weight increased ("weight gain."). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes) and pelvic organ prolapse, hysterectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower and weight increased outcome was unknown and the uterine prolapse repair, pelvic prolapse, vaginal haemorrhage, menorrhagia, migraine and dysmenorrhoea had resolved. The reporter considered abdominal pain lower, dysmenorrhoea, menorrhagia, migraine, pelvic prolapse, uterine prolapse repair, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 205 lbs . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Pathology test - on (B)(6) 2018: pre- and post-operative diagnosis: pelvic organ prolapse final pathologic diagnosis: uterus, fallopian tubes, supracervical hysterectomy and bilateral salpingectomy: no histologic cervix identified secretory endometrium adenomyosis histologically unremarkable fallopian tubes x 2 with intratubal metal insert gross description: tissues: multiple irregular portions of pink-tan soft tissue consistent with uterus the largest of which has attached fallopian tubes. Uterus: location of leiomyomas: intramural leiomyomas: one possible measuring 0.7 cm. Comments: in the cornual region on both sides a coiled silver metallic contraceptive device consistent with essure type device is identified each measuring approximately 1.5 cm in length.. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿ uterine prolapse, pelvic organ prolapse. Lot number: 626207 manufacture date: 2007-11 expiration date: 2009-10 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 15-aug-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain'), uterine prolapse ('surgery (other) ¿ uterine prolapse') and pelvic prolapse ('surgery (other) - pop (pelvic organ prolapse)') in an adult female patient who had essure (batch no. 626207) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tonsillectomy in 1985. Concurrent conditions included depression, urethral hypermobility, vulvovaginal atrophy, genital herpes, cystocele, rectocele and enlargement uterine. Concomitant products included intrauterine contraceptive device (iud nos) from (B)(6) 2015 to (B)(6) 2015 for genital bleeding as well as bupropion hydrochloride (wellbutrin) from (B)(6) 2009 to (B)(6) 2018, sertraline hydrochloride (zoloft), venlafaxine hydrochloride (effexor) since 2017 and verapamil since (B)(6) 2017 to 2018. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), uterine prolapse (seriousness criteria medically significant and intervention required), pelvic prolapse (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), migraine ("migraines / headaches") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain."). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes) and pelvic organ prolapse, hysterectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower and weight increased outcome was unknown and the uterine prolapse, pelvic prolapse, vaginal haemorrhage, menorrhagia, migraine and dysmenorrhoea had resolved. The reporter considered abdominal pain lower, dysmenorrhoea, menorrhagia, migraine, pelvic prolapse, uterine prolapse, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram on (B)(6) 2008: total bilateral occlusion. Pathology test on (B)(6) 2018: pre- and post-operative diagnosis: pelvic organ prolapse final pathologic diagnosis: uterus, fallopian tubes, supracervical hysterectomy and bilateral salpingectomy: no histologic cervix identified. Secretory endometrium. Adenomyosis. Histologically unremarkable fallopian tubes x 2 with intratubal metal insert. Gross description: tissues: multiple irregular portions of pink-tan soft tissue consistent with uterus the largest of which has attached fallopian tubes. Uterus: location of leiomyomas: intramural. Leiomyomas: one possible measuring 0.7 cm. Comments: in the cornual region on both sides a coiled silver metallic contraceptive device consistent with essure type device is identified each measuring approximately 1.5 cm in length. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿ uterine prolapse, pelvic organ prolapse. Most recent follow-up information incorporated above includes: on 5-aug-2019: new pfs and mr received- new events added: abnormal bleeding (vaginal, menorrhagia); migraines / headaches; dysmenorrhea (cramping); surgery (other) ¿ pop; pain; weight gain, uterine prolapse were added. Lot number and reporters information, lab data were added. Concomitant conditions and drugs were added. Outcome of events migraines, abnormal bleeding , dysmenorrhea, pelvic organ prolapse from unknown to recovered/resolved were updated. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.